Event description:
It was reported that the user experienced dizziness while using the ilet bionic pancreas, and the event was characterized as hypoglycemia with unclear cause. Symptoms included dizziness consistent with low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included a review of available complaint information; no device evaluation was performed. Investigation of this case revealed no device malfunction or component failure was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.